Event description:
Approximately five days after hvad® implantation, it was reported that an "electric fault" alarm sounded while the patient was being re-positioned in bed. A second "electric fault" alarm was heard when the patient was being moved. The following day, a heartware clinical engineer visited the site to perform a cleaning procedure. Preliminary log evaluation confirmed multiple "electric fault" alarms. The pump was disconnected for approximately 30 seconds during the cleaning and it was reported that the patient tolerated the procedure well. The controller was exchanged without any reported harm to the patient.

Manufacturer narrative:
Device evaluated in the field by heartware clinical engineering personnel. The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt.